Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For unknown indications for use. The reason for call, was patient reported, they are not feeling well. And they are going to the urgent care for a chest xray, and like to know if she needs to do anything with her scs device. Patient stated, they haven't used the therapy in years. Patient services, assisted patient with resetting the controller. After resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Patient service asked, patient to inspect the recharger for damage, and patient said there is no visible damage to the recharger. Patient started recharging the implant and getting excellent recharging quality ins 30% and controller low. Patient stated, the implant was placed incorrectly and she never used the device. And she have an appointment with healthcare provider in august to have the device removed. Patient stated, the ins stimulate in the wrong area. Patient stated, the stimulation should be below the knee, but the stimulation is above the knee. Patient mentioned, the controller back cover is missing, but she has it somewhere in her room. Ps reviewed passive recharge process. Ps assisted patient with turning therapy off with the controller. Ps recommend recharging the controller. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.